Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had missing segments on the display. The customer¿s blood glucose level was not known at the time of the incident. No significant events leading up to the display issue were reported. The customer replaced the battery but the display issue was not resolved. No troubleshooting was performed. The insulin pump will not be returned for analysis.